Manufacturer narrative:
Evaluation summary: the lens was returned. Optic damage was observed. Solution is dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. The root cause for the complaint of "lens intolerance" cannot be determined by the investigation. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested 11/07/2011, 11/09/2011 and 11/21/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An operating room manager reported following intraocular lens (iol) implant surgery, the lens was exchanged due to patient intolerance. Additional information has been requested.